Event description:
I had a depuy pinnacle cup size 56, metal on metal, hip replacement. Since the replacement on my left hip, I have had extreme pain on my left thigh, groin and it is constant. I can't lay or sleep on it. There is difficulty walking and doing stairs, squatting or bending is difficult. I have had many months of physical therapy without little improvement. Now I can only walk for about an hour then I begin to limp. I am unable to work since the operation. Still under doctors supervision.